Event description:
It was reported that during a lap chole procedure, the surgeon went to deploy a clip from the clip applier and the clip wouldn't deploy. He opened another unit which worked fine. No adverse result was recorded.

Manufacturer narrative:
(B)(4). Jaws the analysis results of the (B)(4) found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was noted to be empty and locked. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.